Event description:
It was reported that a sensor failure after warm up occurred and resulted in an adverse event. The sensor was inserted into the abdomen on (B)(6) 2022. The patient was sitting on the porch, speaking on the phone, was laughing then crying, then not responding. The next thing she recalls, was waking to paramedics treating her with IV glucose for a bg of 25 mg/dl. The patient did not know who called emergency medical services (ems) or how long she had been unresponsive. She was told she experienced a seizure, a loss consciousness, and frothing from the mouth. She was transported to the hospital and treated with additional IV glucose and fluids. She declined admission to the hospital and signed out against medical advice (ama). At the time of the report, the patient was in stable condition. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.